Event description:
N/a.

Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp) unit will not turn on. No patient involvement, no injury harm reported customer reported the unit would not turn on. A getinge field service engineer (fse) arrived he found the unit console was not fully inserted into the cart. Fse also found the blood pressure port was physically damaged. After inserting the console and replacing the front end board (d670-00-1164 pcb, front end, rohs) the unit started working. Fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer. The defective part was scrapped.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit will not turn on. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit will not turn on.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit will not turn on. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,h6(clinical & impact).